Event description:
During removal of peg tube, using traction, tube broke. Egd performed. Unable to visualize internal bolster device via endoscopy or radiography. Wound examined by surgeon; device not located.